Manufacturer narrative:
(B)(4). Evaluation summary: the device was rec'd with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, error 5 was displayed soon. When the device was activated to check its function, the blade was broken off. As the blade was broken off after use on the patient, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.